Event description:
The pump was returned. At that time there was no accompaniment of field allegations or patient symptoms. The pump underwent routine analysis which revealed an anomaly. This device system delivered baclofen.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed it was returned without a catheter, in the off state, and had no complaints. The pump encountered a low battery reset during the internal decontamination process. Battery resistance was tested and had a passing resistance of 247 ohms. Considering this passing resistance the pump received full destructive analysis to confirm if any other fluid, electro chemical migration (ecm), or corrosion related anomaly resulting in a short could be found. None were found. With the known tendency of the high resistance anomaly and that further analysis had not shown any other severe anomaly it was determined that it was a high resistance battery that caused the low battery reset during internal decontamination.